Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -12.0 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, pigment dispersion, and very shallow ac. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluation: lens returned broken in the bag. Lens returned in pieces and unable to evaluate. Claim # (B)(4).